Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2023, the patient was out gardening and suddenly lost consciousness. The patient did now know what the cgm reading was prior to passing out nor was a bg meter reading done for comparison at this time. The patient¿s wife called the paramedics. There was no medication or treatment given to the patient prior to the paramedic's arriving. The patient regained consciousness with the paramedics present. At this point, the cgm reading was 259 mg/dl and his bg meter reading was 195 mg/dl. The patient was treated with an oral medication by the paramedics (but the patient cannot recall the name or dosage of this medication). The patient was not transported to the hospital. He stayed home and reported feeling nausea for about 5 hours after the incident. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.